Manufacturer narrative:
(B)(4). This event is related to 2017865-2009-02243. Previously reported that the device reported an alert for possible output circuit damage, and hv lead impedance measured low. The lead was capped, and the ICD was explanted. (B)(4).

Event description:
On (B)(6) 2017, it was reported that the patient had received a shock from his device for atrial fibrillation. The svc portion of the lead was capped, and the lead was connected as a single rv coil to the new device. The patient tolerated the procedure well. There were no complications.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicated that the previous capped lead was explanted. Date of explant is unknown.